Event description:
It was reported that a data loss occurred after a migration was performed. Archive was previously migrated (by siemens) from a tsm/tape library solution to a disk/centera solution. Images (series) archived by the syngo imaging system (to tsm/tape) are not on the centera archive. The preliminary investigation indicates that all missing series from this site have been recovered using old copy tapes. There have been no injuries attributed to this issue.

Manufacturer narrative:
This issue is under investigation in the factory. Presently there is no rca (root cause analysis) completed. The factory is attempting to verify that the recovery of the images and data has been successful for this site. It was decided to report the issue at this site in the event that all series were not recovered. The migration script is being checked and the process for migrated data is being investigated. A f/u report will be submitted to the agency when more info becomes available. As an immediate measure all sites which have been migrated in the past, as well as ongoing migrations, are being investigated for completeness. New migrations are on hold until the investigation is completed and the rca of the missing images is finalized.